Event description:
It was reported that a paramedic allegedly had the tip of his finger cut while loading the ambulance cot. The paramedic was at the head end of the cot and reportedly put his hand on the safety bar while asking the paramedic at the foot end to lower the unit. Allegedly the paramedic at the head end had a finger under the red lever which came down upon the tip of his finger resulting in an open fracture requiring stitches.